Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was experiencing high blood glucose. The customer's blood glucose was over 500mg/dl-600mg/dl. The customer stated they did not receive any no delivery alarm. The customer declined troubleshooting. The customer stated they made changes to the pump when he was high and now he is running low due to changes. Customer will follow up with health care provider. The customer was advised to call back if they have further issues.